Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(6). Approximate age of the device - 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During the post implant hospitalization, the patient presented with gastrointestinal bleeding on (B)(6) 2017 requiring blood transfusion and prolonged hospitalization. At the time of the event, the patient'' anticoagulation regimen included heparin and aspirin. The patient¿s clinical symptoms included low hemoglobin and hematocrit levels, melanotic stools, coffee ground emesis, guaiac positive stool with tarry stool. An upper gi endoscopy performed on (B)(6) 2017 found non-bleeding esophageal ulcer and erythematous lesions in the gastric body. A flexible sigmoidoscopy found excoriation with some oozing of blood that appeared below the dentate lines that were unlikely to cause maroon colored stool. A repeat upper gi performed on (B)(6) 2017 did not identify the source of the melena. During this hospitalization, the patient was transfused with approximately 20 units of packed red blood cells (prbc) and also medically managed on aspirin, heparin, intravenous protonix, sucralfate, coumadin and nexium powder. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2017. No additional information was received.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.